Event description:
It was reported the single use injector could not deliver liquid from the solution port. The issue occurred during a therapeutic endoscopic variceal sclerotherapy procedure and was completed using a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.